Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was found to have gone from recommended replacement time (rrt) to end of life (eol) quicker than expected by the physician. The right ventricular (rv) lead was exhibiting intermittent capture, and a rising threshold level. The ipg was removed and replaced while the rv lead remains in use. No patient complications have been reported as a result of this event.